Manufacturer narrative:
A manufacturing evaluation was completed: the investigation of the complained drill bit shows that the tip broke off. Existing parts of the drill windings have irregular torsion. The available dimensions were checked and found to be in accordance with our specifications. Further investigation regarding the manufacturing and raw material documents for the drill bit shows conformity to specification as well. Since we are not aware of exactly circumstances during the operation procedure it seems likely that a mechanical overloading situation led to the breakage. This instrument has to rotate before insertion into the drill bush starts. While starting rotation after insertion the drill bit can be stuck, jammed and brake off. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the drill bit broke during surgery. This is report 1 of 1 for (B)(4).